Manufacturer narrative:
H6 - health effect clinical code: 4581 - angle closure. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -15.50/+2.5/121 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The patient experienced angle closure with elevated intraocular pressure and on (B)(6) 2023 an addition of new pi (yag) was performed. On (B)(6) 2023 the lens was exchanged with a shorter length lens but this did not resolve the problem. The cause of the event was reported as unknown.